Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance on the right ventricular (rv) channel the day after its implant. A lead safety switch (lss) was triggered as a result. Technical services (ts) reviewed the reports and saw that the auto-threshold test was in suspension due to low amplitudes since the lss was triggered. Additionally, the device exhibited loss of capture (loc). The device remains in use, however, the rv lead was explanted and replaced to resolve the issue. No adverse patient effects were reported.